Manufacturer narrative:
No unexpected error alarms were noted during testing. The insulin pump had multiple alarms in the alarm history due to a corrupted history file. The insulin pump passed the functional tests. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A diabetes territory manager called for the customer to report unresolved no delivery alarms, as well as an a117 alarm and eight aa47 alarms on the insulin pump. Troubleshooting for the aa47 was not completed per the territory manager. Troubleshooting for the a121 alarm was not completed but it was advised to discontinue use of the insulin pump until a replacement arrived. Troubleshooting for the a117 was not completed per the territory manager. The territory manager called back to confirm the customer wished a replacement pump. The customer's blood glucose levels were unknown. No further information was provided.